Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 317 mg/dl on their blood glucose meter. The consumer immediately performed additional tests using the same meter and strips getting the following results of 204 mg/dl, 227 mg/dl, 121 mg/dl, and 227 mg/dl. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. A control solution test was performed during the call into customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The test strips will be returned for eval.